Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple sclerosis. Concurrent conditions included sjogren's syndrome, obesity, uterine fibroid, adenomyosis and morbid obesity. Concomitant products included medroxyprogesterone acetate (depo provera) in (B)(6) 2008. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and visual impairment ("vision worsened") and was found to have weight increased ("weight gain"). In january 2010, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2010, the patient experienced alopecia ("hair loss."). On an unknown date, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal),"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), eye disorder ("vision/eye problems") and abdominal pain lower ("lower abdomen"). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia, abdominal pain lower and visual impairment outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain lower, alopecia, bladder disorder, cystitis, dysmenorrhoea, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2008 and (B)(6) 2008, (B)(6) 2008 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion. Implant was successful.; on (B)(6) 2009: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple sclerosis. Concurrent conditions included sjogren's syndrome, obesity, uterine fibroid, adenomyosis and obesity. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and visual impairment ("vision worsened") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal)"). In (B)(6) 2010, the patient experienced alopecia ("hair loss."). In 2010, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder/ urinary tract/vaginal),"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), vaginal discharge ("vaginal discharge"), eye disorder ("vision/eye problems") and abdominal pain lower ("lower abdomen"). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia, abdominal pain lower and visual impairment outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain lower, alopecia, bladder disorder, cystitis, dysmenorrhoea, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion. Implant was successful. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- the event outcome of genital bleeding was updated to recovered/resolved. New event vision worsened was added. Event onset date were added. Patient¿s demographic details were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple sclerosis. Concurrent conditions included sjogren's syndrome, obesity, uterine fibroid, adenomyosis and morbid obesity. Concomitant products included medroxyprogesterone acetate (depo provera) in (B)(6) 2008. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and visual impairment ("vision worsened") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2010, the patient experienced alopecia ("hair loss."). On an unknown date, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal),"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), eye disorder ("vision/eye problems") and abdominal pain lower ("lower abdomen"). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia, abdominal pain lower and visual impairment outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain lower, alopecia, bladder disorder, cystitis, dysmenorrhoea, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion. Implant was successful.; on (B)(6) 2009: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2021: mr received. Reporter, lab data and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple sclerosis. Concurrent conditions included sjogren's syndrome, obesity, uterine fibroid and adenomyosis. In (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cystitis ("infection (bladder/ urinary tract/vaginal),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), eye disorder ("vision/eye problems"), fatigue ("fatigue"), alopecia ("hair loss.") And abdominal pain lower ("lower abdomen") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, bladder disorder, cystitis, dysmenorrhoea, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2008, (B)(6) 2008. Date leave began: (B)(6) 2017. Date leave ended: (B)(6) 2017. Reason: multiple sclerosis flair up. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: new pfs+mr received. Event injury was updated and new events: abnormal bleeding (general), infection (bladder/ urinary tract/vaginal), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, dysmenorrhea (cramping), pain, vaginal discharge, vision/eye problems, fatigue, weight gain, hair loss and lower abdominal pain were added. New reporters and plaintiffs information added. Removal details added. Concomitant conditions and lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.